Event description:
An operator experienced an injury after initiating a cycle on a steris system 1. The report stated that the operator was leaning on the lid of the system 1 processor to complete documentation when the lid unexpectedly opened. This action caused the operator's arms to rise up and backwards over their head. Steris has been informed that the operator has allegedly lost some strength in their arms and is receiving physical therapy.